Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that product sprayed spark.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: art. No. 0475100000/sn: (B)(6). Customer comments: sprays spark and error e41. Faults found: console has damaged by water. Card edge connectors came in contact with water which causes the power board to fail. Failure code: n/a. Action taken: power board & card edge connector replaced. Final inspection performed. Tests: function test. Result: all test passed. Item is a demo device from a sales rep. Item will be returned to the sales rep. Probable root cause: circuit board failure; software failure; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; insufficient cybersecurity. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that product sprayed spark.